Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. However it was noted that the upper case was broken, the lower case was broken, two side bail covers were broken, the battery contacts were compressed, the battery drawer was damaged, the keyboard pad was contaminated, and the encoder flex was torn.

Event description:
It was reported that when the epg (external pulse generator) was "programmed for a <(>&<)> v" (atrial and ventricular), the atrial side stopped pacing when the ventricular side was removed. Follow-up information received reported that the epg stopped sensing "when the doctor took all the ventricular pacing off for the patient." The epg was replaced. It was returned for repair. No patient complications were reported as a result of this event.